Manufacturer narrative:
On (B)(6) 2018 we were informed that the fragment is still in the patient. Clinical evaluation performed on 26 january 2018 by medical affairs director: a temporary fixation pin was broken during primary tka surgery. The pin remained in the bone, in a position where it is not accessible from outside but where it should not migrate and protrude, therefore we do not see the likelihood of it causing pain or creating any damage to surrounding tissues. The material of the pin is (B)(4), a stainless steel alloy normally used for instruments, although not for devices meant for long-term implantation. No data are available to us at the moment as to long term behaviour of such a fragment embedded in bone. Investigation performed by r&d project manager: from the x-ray analysis we can assume the pin was broken in an half and far from the femur distal resection plane. Several factors may have caused the breakage of the pin : in the absence of the broken part we can suppose that during the extraction, the pin was bended and forced against the cutting block; in particolar situation such as threaded pin already damaged or worn during previous surgeries the resistance of the pin could be decreased till the breakage. Excessive torque applied during pin removing may have stressed the device till the failure. The x-ray also shows the tip of the pin very closed to the cortical bone; probably, during the pin insertion, the prossimal part of the pin bended go through hard bone with excessive stress of the intermediate cress section.

Event description:
During surgery the long headed pin broke off while trying to remove the pin from the divergent fixation hole of the 4 in 1 block. The pin was stuck in the femur and remains in the patient. No additional instrumentation required as they were done using the instrument. There was a short delay of approximately 2 minutes. The surgery was completed successfully.

Manufacturer narrative:
Additional information received by the complainer on 31 october 2017:" pin will not be available." The lot number of the pin is unknown.

Event description:
During surgery the long headed pin broke off while trying to remove the pin from the divergent fixation hole of the 4 in 1 block. The pin was stuck in the femur and remains in the patient. No additional instrumentation required as they were done using the instrument. There was a short delay of approximately 2 minutes. The surgery was completed successfully.